Event description:
On (B)(4) 2011, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded discrepant results. Method: I-stat. Result: 3.4. Time unk. Method: stago. Result: 2.9. Time unk. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on 03/14/2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.